Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: green fluid ingress, conductor breakdown in white power lead, damage to white power lead strain relief the reported event of a power cable disconnect alarm was confirmed. The system controller (serial #: (B)(6) was returned for analysis and a log file was submitted for review (a3051258) as well as downloaded for review (a4011202). A review of the log files showed overlapping events spanning approximately 2 days (05mar2021, 01apr2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. Atypical power cable disconnect alarms were active intermittently throughout the log file occurring on the black power lead and any power source. These alarms were coincident with rsoc invalid faults and occurred between (B)(6) 2021 at 11:53:40 ¿ 13:08:16. The alarms cleared shortly after activating. The driveline was disconnected for a system controller exchange on 05mar2021 at 13:08:59. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller did not pass some steps of the preliminary testing and a power cable disconnect alarm was active on the black power lead. The dual power leads were replaced with test cables, resolving the alarm on the black power lead. The system controller continued being functionally tested and then was connected to the mock loop and was able to operate for an extended operation as intended. The dual power leads underwent a resistance test and the black power lead had open leads on the blue and brown conductors when the cable was manipulated. The connector end bend relief was removed, and the blue conductor was found to be severed. The brown conductor was found to be cut and barely connected. The root cause for the power cable disconnect alarms was conclusively determined to be due to damage to the conductors in the black power lead. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6)2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with loss of power on both battery and electric power source. A system controller was exchanged was performed by the hospital clinical staff. Technical services reviewed the submitted log files which revealed some odd string of power cable disconnect alarms. The alarms are occurring while system controller was connected to both battery and mobile power unit (mpu). The power cable disconnects appear to the caused by black power lead of the system controller.